Manufacturer narrative:
(B)(4). The service engineer (se) inspected the device and verified the alleged malfunction. The graphical user interface (gui) printed circuit board (pcb) was replaced. The backlight inverter (bli) pcb was upgraded. The ventilator passed all the required testing.

Event description:
It was reported that the 840 ventilator had a blank screen during use patient. There was no patient harm. The patient was transferred to an alternate ventilator.